Event description:
It was reported drain bag had not draining the urine properly. Per follow-up on (B)(6)2021, user might have to disconnect the tubing from the bag to get air in the system from time to time. The customer had this conversation about the leg bags for not having vents, and it was stated that it had nothing to do with the material of the tubing.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is considered within specification as the reported failure could not be reproduced. The product was not used for treatment. The product had not caused the reported failure. Visual evaluation of the returned sample noted 4 unopened (with original packaging), unused dispoz-a-bag leg bags. 2 samples were tested, general inspection level ii. Visual inspection of the sample noted no obvious visible defects. The bags were will with methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and the solution went into the bag easily as intended without leaks. The flip flo valve was opened and the drain bag drained easily as intended. No root cause could be found because the reported event was unconfirmed. A DHR review was not required as the investigation was unconfirmed and the lot number was unknown. As the reported event was unconfirmed labeling review is not required. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported drain bag had not draining the urine properly. Per follow-up on (B)(6) 2021 user might have to disconnect the tubing from the bag to get air in the system from time to time. Customer had this conversation about the leg bags for not having vents and it was stated that it had nothing to do with the material of the tubing.